Event description:
The customer reported that the shifts in mosaiq are not matching shifts in xvi.

Manufacturer narrative:
The manufacturer's investigation is on-going and further information will be provided once the investigation has completed.

Manufacturer narrative:
The investigation was completed by conducting a thorough evaluation of the product and the reported information. According to the software logs, the prescribed offset (pro) shifts were applied using couch move assistant (cma), this was the first recording. A cbct was acquired to confirm the pro shifts were applied correctly resulting in the second recording. There was a failure to receive the spatial registration objects (sro). The software logs do not provide any details as to why the sro was not received. The cbct was saved in the image list (recorded) with the pro shifts instead of the expected sro shifts. Since the timestamp of the second pro shifts record was within the session window and the sro shifts did not subsequently arrive as expected, the second pro shifts got automatically associated with the cbct (both the first and second pro shifts had the same values). As the sro shifts were not received, there were no sro shift values associated to the image in the image list (recorded). It is not known why it was not received and cannot be determined with the data provided. The image that is saved in the image list is a recording of the treatment. This is a recording issue. Mosaiq worked as designed and intended as it applied the available pro shifts to the cbct image. Since this is a recording issue, it does not affect patient's treatment delivery. If this issue were to re-occur it would not lead to mistreatment.